Event description:
It was reported that the pt experienced interference issues with their work surroundings. The pt worked in a casino and around machines that count money. The pt stated the implantable neurostimulator never worked to control symptoms. Pt was getting up numerous times a night and was reprogrammed to no avail. The pt also indicated a shocking or jolting sensation while at work. Uncomfortable stimulation was going down his leg started following implant. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).